Event description:
The patient reportedly experienced a lack of response with the device. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. The electrode array had reportedly migrated. Repositioning surgery occurred on (B)(6) 2015.